Event description:
It was reported via repair work order that the foot right side rail was broken off the bed due to impact. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.